Manufacturer narrative:
A2: age at time of event - 18 years or older. Device returned and evaluated by manufacturer. Returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in 2.5cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that the balloon burst. A 5mm x 100mm ranger drug-coated balloon was selected for use in angioplasty procedure to treat stenosis due to peripheral arterial occlusive disease. During the procedure, the balloon burst upon the first inflation. The device was completely removed, and a visible hole was found on the device. The procedure was completed with another of the same device. No patient complications were reported. The patient was stable post procedure. It was further reported the lesion being treated was in the non tortuous, mildly calcified superficial femoral artery (sfa).

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device returned and evaluated by manufacturer. Returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in 2.5cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that the balloon burst. A 5mm x 100mm ranger drug-coated balloon was selected for use in angioplasty procedure to treat stenosis due to peripheral arterial occlusive disease. During the procedure, the balloon burst upon the first inflation. The device was completely removed, and a visible hole was found on the device. The procedure was completed with another of the same device. No patient complications were reported. The patient was stable post procedure. It was further reported the lesion being treated was in the non tortuous, mildly calcified superficial femoral artery (sfa).

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon burst. A 5mm x 100mm ranger drug-coated balloon was selected for use in angioplasty procedure to treat stenosis due to peripheral arterial occlusive disease. During the procedure, the balloon burst upon the first inflation. The device was completely removed, and a visible hole was found on the device. The procedure was completed with another of the same device. No patient complications were reported. The patient was stable post procedure.

Manufacturer narrative:
A2: age at time of event - 18 years or older.

Event description:
It was reported that the balloon burst. A 5mm x 100mm ranger drug-coated balloon was selected for use in angioplasty procedure to treat stenosis due to peripheral arterial occlusive disease. During the procedure, the balloon burst upon the first inflation. The device was completely removed, and a visible hole was found on the device. The procedure was completed with another of the same device. No patient complications were reported. The patient was stable post procedure. It was further reported the lesion being treated was in the non tortuous, mildly calcified superficial femoral artery (sfa).